Manufacturer narrative:
(B)(4). No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported implants were implanted to the patient¿s hip joint (date of the primary surgery was unknown). It was reported the surgeon found the head dissociated from the stem under x-ray. The sales force will collect more detail. No further information was provided by the hospital.